Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical devices: d224trk ICD, 429688 lead, 694765, lead, implanted on (B)(6) 2013; 5076-52, lead, implanted: (B)(6) 2012; g151, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the ventricular assist device (vad) implant, an echocardiogram showed a normal left ventricle and a severely dilated right ventricle. The patient experienced delirium in the intensive care unit (ICU) and was placed on a small dose of milrinone. The patient developed pneumonia and a large left pleural effusion that was drained. The patient had hypoxic decline, requiring intubation, and circulatory collapse. The patient was placed on broad spectrum intravenous (IV) antibiotics. A bronchoalveolar lavage grew few gram-positive cocci. The patient went into fulminant right ventricular failure (rvf) exacerbated by pneumonia and renal failure. The patient received inotropes and they experienced transient low flows. The pump exhibited suction events while the patient was on diuretics and rpms were deceased. The patient was emergently taken to the operating room for placement of extracorporeal membrane oxygenation (ECMO) and a percutaneous right vad. Flow on the vad and ECMO declined, the patient went asystole, and subsequently expired. The cause of death was reported as rvf exacerbated by pneumonia and renal failure.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of log files could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported low flow and suction events could not be confirmed. Information received from the site indicated that, following the implant procedure, an echocardiogram revealed a severely dilated right ventricle. The patient experienced delirium and was placed on a small dose of milrinone. Additionally, the patient developed pneumonia and a large left pleural effusion, which was drained, as well as hypoxic decline, requiring intubation, and circulatory collapse. Of note, a bronchoalveolar lavage grew few gram-positive cocci and the patient was placed on broad spectrum intravenous (IV) antibiotics. The patient went into fulminant right ventricular failure exacerbated by pneumonia and renal failure and received inotropes, and the patient was later placed on extracorporeal membrane oxygenation (ECMO) and received a percutaneous right vad; howe ver, the patient went asystole and subsequently expired due to right ventricular failure. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Per the instructions for use, infection, renal dysfunction, pleural effusion, right ventricular failure, and death are known potential complications associated with the implantation of an vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.